Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. When the ventilator was powered on, it instantly delivered a ¿high pres¿ alarm condition. The ventilator would fail to exhale during ventilation; keeping the test lung open at all times. Further bench testing revealed that the solenoid manifold failed the ltv solenoid manifold test fixture test for solenoid 1. The solenoid manifold was replaced to correct the reported problem.

Event description:
It was reported that the patient was unable to exhale while connected to the ventilator. No patient harm reported.